Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: 12566552, b59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), menorrhagia ("excessive or abnormal menstrual bleeding"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), arthralgia ("joint pain"), tinnitus ("ringing in ears"), back pain ("lower back pain") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, menorrhagia, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue, vaginal infection, vaginal discharge, arthralgia, tinnitus, back pain and coital bleeding outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, pelvic pain, tinnitus, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion date: on (B)(6) 2013 (per pfs). Trailing coils: left :3, right: 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, coital bleeding lot number: 12566552, manufacturing date: 2013-03, expiration date: 2015-12. Lot number: b59453, manufacturing date: 2013-07, expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12566552, b59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), dysmenorrhoea ("painful periods"), menorrhagia ("excessive or abnormal menstrual bleeding"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), vaginal infection ("gynecological/vaginal infection"), vaginal discharge ("abnormal vaginal discharge"), arthralgia ("joint pain"), tinnitus ("ringing in ears"), back pain ("lower back pain") and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, left ovarian cystectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, menorrhagia, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue, vaginal infection, vaginal discharge, arthralgia, tinnitus, back pain and coital bleeding outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, pelvic pain, tinnitus, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: essure insertion date- (B)(6) 2013 (per pfs). Trailing coils: left :3, right: 3. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: this case become serious incident. Mr received. Reporter information, patient's medical history, lot number, date explanted, and auto narrative supplement were added. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.